Manufacturer narrative:
Investigation: since no samples displaying the reported condition were received no defects could be confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the syringe 1ml ll ns experienced foreign matter contamination, and scale marking issues.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ll ns experienced foreign matter contamination, and scale marking issues.